Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
An MDR report was received by draeger medical that reported the following "near the end of procedure, anesthesia unit stopped functioning. No end tidal available, would not ventilate patient, when anesthesiologist was trying to problem solve, machine failed calibration. Pt bagged manually. Moved to another room and utilized another unit.". The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Unfortunately, there was no logfile available for investigation. Also, the user chose not to involve the draeger service. As reported, the in-house biomed repaired the device. After repair, there were no further issues reported. Since the device is approx. 21 years old, it is likely that the vent fail was caused by wear and tear. However, due to lack of information, a case-specific evaluation was not possible and the exact root cause could not be finally determined. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. Based on the given information, it can be concluded that the ventilator failure was related to the aspect that the supervisor function of the fabius system detected an issue that forced a shut-down of automatic ventilation according to its safety concept. Such a ventilator shutdown is accompanied by the corresponding vent fail alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional.

Event description:
An MDR report was received by draeger medical that reported the following " near the end of procedure, anesthesia unit stopped functioning. No end tidal available, would not ventilate patient, when anesthesiologist was trying to problem solve, machine failed calibration. Pt bagged manually. Moved to another room and utilized another unit." The device has no UDI as an UDI was not required at the time the device was manufactured.